Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the power on self test (post) and generated an inoperable error message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and was able to duplicate the problem. The se found the exhalation valve cable became loose causing the calibration to fail. The cable was reconnected. The se performed calibrations and extended self-testing on the device and all tests passed.